Event description:
It was reported that during the procedure, there was a ground/leakage/hipot failure occurred with the unit. The patient was involved and suffered a first-degree burn caused by the non-(B)(6) rem pad. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".